Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a controller software update the controller failed a step. The controller failed with the power sources were disconnected and there was no "no power alarms" sound. The controller was the primary controller, the controller was exchanged with no reported impact or consequences to the patient. No additional information provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of no sound could not be confirmed; the controller operated as expected during bench testing. Both power ports are clean and with no sign of contamination. They perform proper mating and lock actions when the power sources are connected. The power connections to the controller were reliable. Disconnecting both power sources resulted in a normal audio alarm, no different from known working controllers. The audio alarm also worked when controller ran for some time in an environment at high temperature. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.